Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threaded head of the custom drill pin broke off and was left in the patient.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this product code. The provided date code from the depuy warsaw customs department indicates the instrument was manufactured in (B)(6) of 2009. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. In addition, review of the as400 found this product code has been obsolete since (B)(6) of 2009. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.